Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements. An x-ray was performed. It was noted non-sustained ventricular tachycardia (nsvt) episodes stored due to noise on the rv channel. Troubleshooting options were discussed and recommended. The x-ray confirmed fracture of the rv lead. The noise was reproducible with arm movements. Loss of capture and high capture thresholds were also observed. Per physician, no plan to lead at this time. Currently, this rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the products is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.